Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not power on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the unit would not power on. It was also stated the unit would not power on with battery or alternating current (ac) power. Onsite service is currently pending. This investigation is ongoing.

Manufacturer narrative:
The customer declined service and repair. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.